Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40 mg/dl range. Reportedly, the low bg was caused by the customer over-correcting bg levels by using the pump and insulin pens. Low bg was treated by eating food. Recommendation was made to consult with the healthcare provider regarding diabetes management.